Event description:
Meter name: one touch basic original. Strip name: lifescan teststrips. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: seating, clammy, dizzy. A pt reported they collapsed and paramedics were called. Their meter allegedly was inaccurately high and would only prompt redo check. The result on their meter was 131mg/dl. No actual blood glucose result reported, but customer states paramedic stated the result was not that low. No comparisons reported. Treatment was: paramedic gave them glucose. No further info has been reported.